Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is comparing the blood glucose test results from truebalance meter to laboratory test results. A back to back blood test was performed by the customer and produced test results of 249 mg/dl using truebalance meter and 113 mg/dl with laboratory results. The test strip lot # is not provided.customer informed meter has new battery installed.adverse event not reported.